Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The pink slide moved forward, however the cannula did not insert into the skin and was not visible after pod removal. The pod was not worn. No impact to the patient's blood glucose levels was reported.

Manufacturer narrative:
The device has been returned, however our investigation is still ongoing. Once the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housings respectively. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 47 pulses and was subsequently deactivated after the completion of first priming. The pod did not run enough pulses to allow the needle mechanism to deploy. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint.